Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette; further described as the patient could not disconnect from the machine. This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Correction: during follow up, it was clarified that the reported issue was a transfer set separation. The female connector separated from the main body of the transfer set which resulted in the patient being unable to disconnect from the patient line of the cassette. The cassette is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.